Manufacturer narrative:
The device was not returned for analysis. An event of off-label use and device stenosis was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported off-label use is related to the device being used for a valve-in-valve procedure. Cause for the stenosis not be conclusively determined. It is possible that the off-label use or other procedural conditions, contribute the event. However, this cannot be confirmed. The reported unexpected medical intervention and surgery were the result of case-specific circumstances as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. In this case, the device was selected for a valve-in-valve procedure. This case is included in a pre-market clinical study investigating the safety and efficacy of the navitor valve in a valve-in-valve procedure. Therefore, a letter will not be sent to address the deviation from the IFU.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 23mm navitor valve was successfully implanted in a patient within a 23mm non-abbott surgical valve. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed twice during procedure once for being deployed to low, and once too high. The final non-coronary cusp implant depth was 6.7mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. A post-implant balloon aortic valvuloplasty was performed using a 22mm non-abbott device, due to a high aortic valve gradient of 15mmhg noted by invasive pressure measurement. There was no clinically significant delay in procedure reported. On (B)(6) 2025, it was noted via electrocardiogram that the patient developed a complete heart block. On (B)(6) 2025, the decision was made to implant a permanent pacemaker. The cause of the patient's high aortic valve gradient is attributed to the non-perfect adherence of 23mm navitor valve into the 23mm non-abbott surgical valve. The patient was discharged at the time of report.